Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and perform an imaging system checkout. Failed mechanical test, imaging system would not boot - detector not ready. Ordered control panel 2 (cp2) upgrade kit and new detector. The medtronic representative returned to site and installed the cp2 upgrade kit, replaced detector, performed calibration of detector, worked with physics acceptance. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the detector panel unable to confirm reported problem "detector won't come ready." Installed cp, ps and detector in imaging system. System (including detector panel) readies each time and both 2d and 3d imaging are successful. The hardware investigation found that the reported event could not be duplicated by medtronic personnel. No fault found. The cp1 to cp2 were not received by manufacturer for investigation. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site biomed representative reported that the imaging system is unable to fully boot. The pendent shows green checks for all system checks but shows 'initializing system, please wait'. During troubleshooting the system was rebooted two times and the umbilical cable was reseated without resolution. There was no patient present when this issue was identified.